Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was reprogrammed and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076-52 lead, (B)(6) 2011. A 419488 lead, (B)(6) 201. A dtba1d1 bi-v ICD, (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing information. Ventricular high rate non-sustained episode recorded on (B)(6) 2015 with apparent oversensing seen on the egm markers.